Event description:
Customer reported that a malfunction occurred after the pump got wet from the shower, displaying a malfunction 24 code that was not resettable. The customer¿s blood glucose level did not exceed 500 mg/dl and there was no adverse impact reported. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.